Manufacturer narrative:
Investigation is in progress. Results of investigation will be submitted in a supplemental report.

Manufacturer narrative:
The returned device was visually inspected. The reported issue was confirmed through testing. The device failed the returned product inspection due to a damaged (delamination and flaking) hemostasis valve.

Event description:
Information received by medtronic indicated that small plastic pieces were visible in the aspiration fluid after catheter exchange. There were no patient symptoms or complications related to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.